Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homechoice cassette. The event was further described as the "supply bag line fell down from the connection". This was identified during dwell three of peritoneal dialysis therapy. Renal therapy services (rts) assisted with cassette removal and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.